Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a cranial surgery, it was observed that the tube where the connector ball was in the middle of the hose on the motor device was losing air and the tip on the craniotome device broke off while in use together. There were no delays in the surgical procedure as identical spare devices were available for use. There was patient involvement reported. The surgery was successfully completed and no pieces fell into the patient. All pieces were retrieved but not in the patient. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.